Event description:
It was reported that a spectrum pump had "failed function test." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported failed function test could not be confirmed or reproduced. The unit was found to be within specification in relation to this symptom, passing testing in accordance with baxter's service procedure as well as additional testing.